Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient reports that the device read 378 while the finger stick value read 248.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.